Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had insulin squirts during priming and screen was faded. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had crack on screen and body near reservoir, had bad battery alert, rewind process takes longer, had random no delivery and had lost setting during battery change. The insulin pump will not be returned for analysis.